Event description:
A customer contacted baxter's technical service center to report having a system error 2367 alarm with the homechoice (hc) machine during dwell 1. The technical service representative (tsr) advised the home patient (hp) to cycle power and the hc proceeded to press go to start. The tsr advised the cg to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported system error 2367 alarm was not confirmed. The root cause was undetermined. The lot number was not provided; therefore a batch review was not performed.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated he did not recall the event and had no further information. The hp stated he was doing well on therapy. There was no patient injury or medical intervention reported.